Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the battery life was not lasting long enough and that low battery warnings had been occurring every two weeks. The reporter stated that new energizer lithium batteries were being used and that they had tried different batteries but the same issue had occurred. The yellow o-ring was not visible, there were no cracks and no evidence of moisture reported. The battery type matched the battery used. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.